Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reported that during the placement of the implant at tooth site #36, the base of the fixture mount fractured and a hexagonal fragment remained stuck inside the internal hexagon of the implant. While attempting to remove it, the doctor deformed the implant collar and had to remove the device to prevent subsequent prosthetic complications. Procedure was completed using an implant tsv4b8.